Event description:
Product analysis was completed on the explanted generator on 02/03/2015. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.921 volts, shows an ifi=no condition.

Manufacturer narrative:
.

Event description:
On (B)(6) 2014, it was reported that the generator had a fluctuating battery life indicator- going from ifi=yes to ifi= no. It was stated that this message was received with two different handheld programmers and that each of the two devices was flipping from ifi=yes and ifi=no in a similar manner. It was noted that it was confusing the phyisican and hindering his ability to know when the best time to refer the patient for generator replacement as he would like to refer at ifi yes. Clinic notes dated (B)(6) 2014 were received which indicated that the patient had one drop attack, which was the first one in several years. The patient was noted to have an increase in absence seizures. It was noted that it is possible that the vns is nearing end of service and is causing less reliable stimulation. The physician noted that the patient¿s vns indicated ifi=yes. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient underwent a generator replacement on (B)(6) 2014 due to end of service. The explanted generator was returned for product analysis on (B)(6) 2015. Product analysis is still underway but has not yet been completed. The patient¿s programming history has been requested from the physician but it has not been received to date.